Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket in the trocar ripped during the case causing a leak and loss of pneumo. A new trocar was opened to replace the faulty one. There was no consequence to the pt.